Event description:
The tablet serial adapter cable was received by the manufacturer for analysis. An analysis performed on the returned usb to db9 cable verified the reported allegation and determined that the failure to interrogate was due to a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable printed circuit board, no further anomalies were identified.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the physician's programming system was not interrogating and the data received light on the wand was no longer flashing during interrogations. Troubleshooting was performed. The wand battery was replaced and was tested with the company representative's programming computer. The issue was narrowed down to the programming computer serial cable. The physician was provided a new serial cable. The non-functional serial cable is expected to be returned for analysis, but has not been received to date.